Event description:
It was reported that, during the implant procedure, a 10j commanded shock induced ventricular fibrillation. The system was successfully implanted. Later, the patient had two inappropriate shocks due to oversensing via reduced intrinsic amplitudes and noise. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. It was reported that the patient had two inappropriate shocks due to oversensing via reduced intrinsic amplitudes and noise. The malfunction is not likely to cause or contribute to a serious injury. Later, there were more inappropriate shocks. The smart pass feature had programmed itself off due to low intrinsic amplitudes. The entire system was explanted and replaced with a transvenous system. There were no additional adverse patient effects.